Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs. It was noted the patient's weight loss was thought to have caused the increased pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving morphine (13.0 mg/ml at 0.649 mg/day) , fentanyl (250.0 mcg/ml at 12.49 mcg/day), and unknown baclofen (593.7 mcg/ml at 29.66 mcg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient had recently lost weight and then the pump was causing pain in the buttock region and had become increasingly uncomfortable. The event date was noted as (B)(6) 2018. The clinical diagnosis was increased pain at the pump pocket site. It was indicated the event was related to the device or therapy. There was no signs of inflammation or infection. The pump was repositioned, on (B)(6) 2018, and the issue resolved without sequelae on (B)(6) 2018.